Manufacturer narrative:
Additional information was received that the patient had been experiencing episodes of nightly anxiety and some visual and auditory hallucinations. Patient had not been able to sleep and was reported to be more impulsive and aggressive. Patient treated with medication and device was reprogrammed. Attempts were also made to lower the stimulation parameters. Neuroleptic therapy with leponex was initiated. Sleep at night improved significantly under this therapy, without hallucinations or states of confusion. Device remains implanted in the patient.

Event description:
A report was received that the patient was admitted due to a severe psychotic episode. The physician believed that this event had a causal relationship to stimulation. The patient was treated with medication and the device was reprogrammed. The event has resolved.

Event description:
A report was received that the patient was admitted due to a severe psychotic episode. The physician believed that this event had a causal relationship to stimulation. The patient was treated with medication and the device was reprogrammed. The event has resolved. Additional information was received that the patient had been experiencing episodes of nightly anxiety and some visual and auditory hallucinations. Patient had not been able to sleep and was reported to be more impulsive and aggressive. Patient treated with medication and device was reprogrammed. Attempts were also made to lower the stimulation parameters. Neuroleptic therapy with leponex was initiated. Sleep at night improved significantly under this therapy, without hallucinations or states of confusion.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: unknown lead, upn: unknown, model: unknown, serial: (B)(6), batch: unknown. Product family: unknown lead, upn: unknown, model: unknown, serial: (B)(6), batch: unknown.

Event description:
A report was received that the patient was admitted due to a severe psychotic episode. The physician believed that this event had a causal relationship to stimulation. The patient was treated with medication and the device was reprogrammed. The event has resolved. Additional information was received that the patient had been experiencing episodes of nightly anxiety and some visual and auditory hallucinations. Patient had not been able to sleep and was reported to be more impulsive and aggressive. Patient treated with medication and device was reprogrammed. Attempts were also made to lower the stimulation parameters. Neuroleptic therapy with leponex was initiated. Sleep at night improved significantly under this therapy, without hallucinations or states of confusion.

Manufacturer narrative:
Device remains implanted in the patient.

Event description:
A report was received that the patient was admitted due to a severe psychotic episode. The physician believed that this event had a causal relationship to stimulation. The patient was treated with medication and the device was reprogrammed. The event has resolved.